Event description:
During an arthroscopic bankart repair of the right shoulder, six anchors split/broke. After each anchor was tapped, it split as the head of the anchor and broke. A new hole was drilled each time. The sales rep. Who attended the case did not observe any errors with the technique. The glenoid rim of the patient was damaged in the process. The surgeon used a competitor's 3.5 anchor to complete the repair. A delay of one hour took place. E-mail confirmed that the insertion locations were drilled with a 3.0mm drill for bioraptor on a young male with hard bone. The surgeon was able to remove some but not all of the anchors.

Manufacturer narrative:
No product is being returned for evaluation; therefore, no determination could be made for the reported device failure.